Event description:
It was reported that during an unknown procedure, the staples would not hold. There was no reported device malfunction during the procedure. The pt was brought back to surgery and only one staple was still in the tissue. There was no further consequence to the pt.